Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 12th april, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, five out of the six suspension screws holding the main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - powerled. As it was stated, four out of the six suspension screws holding the main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence. According to the information provided by the service unit, the issue has been solved by the replacement of all the screws responsible for this fastening. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to the breakage of four of the six suspension screws, holding the main tube. There is no indication if the device was or was not being used for patient treatment at the time when the event occurred. The root cause analysis was conducted by the subject matter expert. According to the analysis, in case of loosening, the probable causes of loosening corresponds to an improper initial tightening during the installation or maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of the first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident could have been avoided. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 12th april, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, five out of the six suspension screws holding the main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence. Corrected b5 describe event or problem: on 12th april, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, four out of the six suspension screws holding the main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence.

Event description:
On 12th april, 2022 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, four out of the six suspension screws holding the main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as any defect of the screws involved in this complaint may lead to the detachment of the whole configuration and serious injury in case of event reoccurrence.